Event description:
Pt had brca genetic testing through her oncologist -not trained in genetic counseling-, with a testing kit provided by MFR. Pt tested positive for a brca1 mutation. She was not properly counseled regarding her risks for breast/ovarian cancer and her options/recommendations for necessary screening/prophylactic surgeries. Pt was not counseled that her relatives, including eight siblings and many more relatives, needed genetic testing to determine their cancer risk.